Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask during therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the event. The patient was treated with injection vancomycin (1 gram, route, frequency, and duration not reported), injection amikacin (150 milligram start dose, route, frequency, and duration not reported), injection cilanem (intraperitoneal, 500 milligrams in each bag, frequency and duration not reported), flucon (one 150 milligram tablet daily, duration not reported), and cifran (two 250 mg tablets daily, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, patient outcome was unknown. It was not reported if the patient was retrained on aseptic technique. No additional information is available.